Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt participated in a (B)(6) prospective study for pts with cervical degenerative disc disease (ddd) who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Preoperative diagnosis was disk failure or prolapse. Pt was implanted at levels c4 c5 with a cslp small stature plate. Pt had been experiencing pain for 2 months. Surgery date was (B)(6) 2003 and postoperatively pt experienced pain, requiring meds/pe/emg nerve conduction velocity study. This is 2 report of 5 for this event. This report is for the right screw at c4 (12mm).